Manufacturer narrative:
At incoming inspection for analysis the stated reason for return was confirmed, the programmer did not power on and it was indicated that the power supply was defective. It was additionally noted that the right latch of the cord bay was broken, the tip of the stylus was loose and broken and the stylus was no longer working and that errors were found in the software history. The power supply, power cord bay and stylus were all replaced and the stylus calibrated, new software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer had no power. The programmer was returned for service. No patient complications have been reported as a result of this event. It was subsequently reported that the programmer tested out of specification during manufacturer's analysis.